Event description:
It was reported that the cut function worked well but surgeon struggled with low coag function during case.

Manufacturer narrative:
It was reported that the cut function worked well but surgeon struggled with low coag function during case. The unit is being returned for evaluation to the manufacturer.